Event description:
N/a.

Manufacturer narrative:
All available information was investigated, and the returned device analysis did not confirm the reported deformation due to compressive stress (bent) on the sgc soft tip via returned device analysis. However, the sgc was observed to have a bent on the braided shaft. The reported failure to advance could not be replicated in a testing environment as it was related to patient/procedural/operational circumstances. A review of the lot history identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. Based on the information reviewed, a cause for the reported failure to advance across the septum could not be determined. The reported bent sgc shaft appears to be a cascading event of the difficult to advance across the septum. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
This is filed to report soft tip damage. It was reported that during a mitraclip procedure several attempts to advance the steerable guide catheter (sgc) across the septum were performed but were unsuccessful. When the sgc was removed from the patient, a bend in the soft tip was noticed. The sgc was exchanged and the procedure was complete. There was no clinically significant delay in the procedure and no adverse patient sequelae. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.